Event description:
The facility alleges while transferring a pt from the bed to the wheelchair, one of the straps allegedly came out of the material causing the pt to fall back onto the bed. The facility states the sling was attached properly. The alleged injuries are not known, but no serious injury was alleged.